Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that when patient went to charge her ins last night and she got por message on her recharger (insr). Pss walked patient through communicating with her neurostimulator (ins) using patient's pp and patient confirmed the por message was informational. Pss reviewed por message meaning. Pss walked through clearing por message on the call using the pp (and) patient confirmed the message cleared and she was able to successfully access home therapy screen. Patient later stated that the date she first saw the por message was "today" and was not clear if this occurred last night or today. No symptoms reported. No further complications were reported/anticipated.